Event description:
The surgical handpiece overheated during a third molar surgery and the patient received a burn to their mouth. A topical bacitracin ointment was applied to the affected area at the time of the injury. The patient has not had a follow-up visit since the time of the injury, but is believed to be healing as expected with no complications or need for additional medical treatment at this time.